Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (max air exceeded) occurred on an amia automated pd system. This alarm occurred during the initial drain of peritoneal dialysis therapy while the patient was connected. The caregiver indicated that the same alarm had repeated twice. The technical service representative (tsr) asked the caregiver if the patient was connecting when the cycler was stating ¿prepare to connect¿ and explained that if the patient connected after that step, it would trigger the alarm. The tsr also explained that since the alarm occurred twice (unknown if alarm occurred twice in the same day of therapy) and that if the patient connected at the ¿prepare to connect¿ step, there could be a potential issue with the patient's catheter. The amia cycler was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention associated with this event. No additional information is available.